Event description:
It was reported that the ventilator had tidal volume issues. There was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The customer reportedly experienced tidal volume issues due to air leak and not requested any service. The current status of ventilator and why the air leakage occurred are unknown. We were not informed about a part replacement. No logs were provided. Due to lack of information, the root cause could not be identified.